Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62-year-old male presented on (B)(6) 2025, with an acute st-segment elevation myocardial infarction. The patient was not taken to the cardiac catheterization laboratory at that time due to concerns related to active substance use. On december 8, 2025, the patient was brought to the catheterization laboratory, where he experienced a cardiac arrest. Following return of spontaneous circulation, an impella cp support device was rapidly implanted. Due to the patient¿s history of a left below-knee amputation, the impella device was inserted via the right side. After placement, right-sided peripheral pulses could not be obtained. Vascular surgery and cardiothoracic surgery were consulted. Based on the clinical concern for limb ischemia, the decision was made to take the patient to the operating room to place an impella 5.5 device and explant the existing impella cp device.

Manufacturer narrative:
D9: updated devices return information.

Manufacturer narrative:
Additional information was provided and noted the following: the patient underwent surgery, during which an impella 5.5 was placed and vascular closure was performed to confirm adequate perfusion. The procedure was successful. Of further note, the information indicated the device is unavailable for return.